Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. There was no patient involvement.

Event description:
(B)(4). Case description: (B)(6) / biomed 8015 sn (B)(4) is having an error 120.4490 would like to know how to correct this issue. Case resolution: I assisted (B)(6) / biomed on 8015 sn (B)(4) is having an error 120.4490 would like to know how to correct this issue. I told biomed that this error is causing from a non-alaris battery and nate /biomed confirmed that they are using a third party battery. I also told biomed that we no longer support this smaller screen 8015 device due to end of life.